Event description:
It was reported that the patient presented to the hospital for a scheduled procedure. During the procedure, the guidewire had failed to advance in the left ventricular (lv) lead. The lv lead was removed and replaced. The patient was in stable.

Manufacturer narrative:
The reported event of ¿the wire couldn¿t be inserted into the lead completely¿ was not confirmed. A complete lead without a guidewire was returned in one piece for analysis. Visual and x-ray examination of the lead did not find any anomalies. A guidewire could be fully inserted into entire lead and removed from the lead without any difficulty. Electrical testing did not find any indication of conductor fractures or internal shorts.